Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
04/14/2016 - as reported by (B)(4), on (B)(6) 2016 the catheter was inserted for drug administration via the left brachial vein. On (B)(6) 2016 the doctor operated on the heart of the patient. On (B)(6) 2016 resistance was reportedly felt when the doctor pulled the catheter to remove it following the patient's recovery. The doctor suspected that the catheter may have adhered to the vein wall. On (B)(6) 2016 while the doctor was removing the catheter via the internal vein with a snare wire, the catheter reportedly was broken. The doctor then reported to have found the catheter "sewn" with the heart during the operation on (B)(6) 2016. The distal and proximal catheter segments were removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult catheter removal and a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. A complete break was observed in the catheter tubing between the proximal valve and the 5cm depth marking. The distal segment, including both valves and the tungsten plug, was not returned for evaluation. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break in the catheter revealed sharply defined irregular edges. The break edges exhibited a dull and finely granular texture. Circumferential impressions were observed in the catheter tubing in the vicinity of the break. The severe tensile weakness and break characteristics were consistent with damage caused by tensile stress. The circumferential impressions appeared consistent with snare marks and were consistent with the event description, which indicated that the catheter break occurred during attempted device removal. The distal tip may have become adhered to the vessel wall or been impeded by a tortuous path. The IFU provides the following guidance pertaining to device removal: ¿remove slowly. Do not use excessive force; if resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿